Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 85 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy. There was no reported impact to the customer's blood glucose level.